Event description:
The customer reported that the ligasure device did not seem to seal properly for the entire length of a gastric sleeve surgery. The device was used for the duration of the procedure. Much oozing occurred throughout the case even after multiple endtones (indicating completed seal cycles) were heard. There was no patient injury.

Manufacturer narrative:
(B)(4). One used device was returned for eval. Visual inspection noted the cord had been cut off by the site. Because the cord had been cut off, functional testing could not be performed. Thus, covidien qa could not confirm the customer's report.